Event description:
Additional information received noted that as far as the manufacturer's representative knew the patient was doing well with the pump. They had not heard of plans to replace the ins at this time.

Event description:
It was reported that the patient's stimulator system was discharged. During a pregnancy a couple of years ago the patient stopped using stim and failed to charge the battery. It appeared this was at least the second, if not the third strike. The stim worked for the patient, but now she had additional sources of pain (rheumatoid arthritis plus other problems). With the generalized entire body pain and the mixed nature of the pain, a pump was implanted. The patient will eventually want the ins replaced if the pump does not give her enough relief. The manufacturer's representative was not able to interrogate the existing battery since it had not been charged. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Extension model # 3708160, lot # njb012391v, implanted (B)(6) 2007, explanted unknown; extension model # 3708260, lot # nkb006842n, implanted (B)(6) 2007, explanted unknown; lead model # 3777-45, lot # v024002030, implanted (B)(6) 2007, explanted unknown; lead model # 3998, lot # v019909, implanted (B)(6) 2007, explanted unknown; programmer model # 37742, lot # njd043194n; recharger model # 37752, lot # nka027586n. (B)(4).